Event description:
Consumer stated that the canister for their son's suction unit was changed in the late evening and the nurse rinsed it before attaching it to the unit. In the morning, his son needed to be suctioned and they were unable to suction as nothing was flowing because of the ball, which may have become damp. They tried their back up unit and it would not work either. Stated that his son turned grey and then blue and could not breathe for 1-2 minutes. He quickly got the old canister top that had the separate filter and elbow configuration out of the trash and attached it to the canister and they were able to suction.

Manufacturer narrative:
The suction container includes a hydrophobic filter in the lid which when washed or exposed to fluid would occlude and stops flow as intended. Users are being reinforced on the proper cleaning method and requested to follow product cleaning instructions.